Event description:
Customer called to state that, she was not sure if she was receiving insulin from her pod and was hospitalized with hypoglycemia. When she arrived home, she placed a new pod but her bg crept back into the 300's. She removed pod and temporarily went on another method of insulin delivery. Further communications from the customer indicate that she has returned to using the sys and has had no similar issues since then. The pt reported that the device in use at the time of the event was disposed of and is not available to be returned for eval.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod can be returned for eval. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The prod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.